Manufacturer narrative:
Date of death - estimated. Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information was not provided. The reported patient effect of death is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Due to the limited information available, a cause for the patient effects of death could not be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The other adverse events and device malfunctions are filed under different MFR numbers. Article, titled ¿impact of left atrial diameter on outcome in patients undergoing edge-to-edge mitral valve repair: results from the german transcatheter mitral valve interventions (trami) registry.¿ (B)(4).

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, mitral regurgitation, myocardial infarction, stroke, transient ischemic attack, heart failure, pericardial effusion, hemorrhage, re-hospitalization, medical intervention, and surgical intervention. Device issues include, single leaflet device attachment (slda). Details are listed in the article, titled ¿impact of left atrial diameter on outcome in patients undergoing edge-to-edge mitral valve repair: results from the german transcatheter mitral valve interventions (trami) registry.¿

Manufacturer narrative:
(B)(4).